Event description:
Medtronic received additional information that 3.5 years post implant the patient continues to have persistent mild to moderate right ventricular outflow tract gradient and it was noted that the valve was not "fully expanded". Patient had a right and left heart catheterization and serial angiography diagnostic test on the valve. Issue was noted to be resolved. No further adverse patient effects were reported. Device remains implanted. Medtronic received additional information that at 3.5 years post implant the patient had a balloon angioplasty performed and issue resolved. Device remains implanted and no further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. S conclusion: the suspected stent fracture cannot be confirmed. A conclusive root cause to the reported high gradient is not determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.